Manufacturer narrative:
Medtronic representative at the site tested the system and was able to verify all instruments without issue. The medtronic rep was unable to replicate the reported event. Software has not been evaluated as of the date of this report.

Event description:
A medtronic ent representative reported that while in an ent procedure, the fusion system was displaying an inaccuracy of approximately 5mm that was consistent with all instruments. The case was completed without navigation, with no impact to the patient's outcome.